Event description:
It was reported the pt experienced parasthesia on right side of body but not on left side of body. He stated that if he "cranks up" the stimulation, he "barely feels anything on left side", but feels the right side "no problem at all". The pt suspected that one of his three leads was not working, as the fourth lead had stopped working about a year and a half ago. The pt was scheduled to meet with the hcp in early 2009. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.